Event description:
Procedure: donor nephrectomy. According to the reporter: after about one hour use, the device became dull and did not cut well. A new device was opened to complete the procedure. There was oozing of blood. No tissue damage. No unanticipated tissue loss. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).